Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was inserted and did not work properly. The catheter waveform was dampened. The issue occurred in the cardiac intensive care unit. There was no patient death or complications reported. No additional information is available and no sample was saved.